Event description:
The customer returned the colonovideoscop to the service center for evaluation related to a separate issue. During testing the service center identified foreign objects at the c-cover, foreign objects at the nozzle, foreign objects at the bending section cover, and foreign objects at the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign objects at the c-cover, foreign objects at the nozzle, foreign objects at the bending section cover, and foreign objects at the connecting tube was likely due to incorrect reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.